Manufacturer narrative:
No service history review can be performed as part number 03.221.015 with lot number(s) p094630 is a lot/batch controlled item. The manufacture date of this item is may 18, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the cable tensioner was not ratcheting. The repair technician reported worn out parts as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: device functions as intended. The manufacture date of this device is april 2011. Functional inspection of this internal tensioner found that the cable did not appear to be slipping while tensioning. A device history record review was conducted and found that the device met specification prior to shipping. This complaint is unconfirmed. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is currently pending completion. Device history record review: release to warehouse date: (B)(6) 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the gear mechanism on a cable tensioner would not ratchet or catch during an open reduction internal fixation (orif) procedure of the left femur on (B)(6) 2016. In order to complete the procedure, the surgeon utilized a competitor's device. The surgery was prolonged by five (5) minutes. This report is 1 of 1 for (B)(4).